Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a calcified mid left anterior descending artery. A 2.75mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at nominal pressure, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.